Manufacturer narrative:
Additional information provided: d.11 the customer¿s report reported that the primary tubing set had cracked and leaked was confirmed. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a small jagged tear in the tubing approximately 15 inches above the male luer. No other anomalies were observed. Functional testing confirmed leaking from the tear in the tubing. The source of the leak is due to a cut in the tubing. The root cause of the cut damage could not be determined. Device history record for model me2017 could not be performed due to no lot number being provided by customer.

Event description:
It was reported that the primary tubing set had cracked and leaked dexmed onto the stretcher sheet. The tubing set was changed and the charge rn and provider was notified. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a pediatric. Although requested, patient demographics were not provided.

Event description:
It was reported that the primary tubing set had cracked and leaked dexmed onto the stretcher sheet. The tubing set was changed and the charge rn and provider was notified. There were no adverse effects caused to the patient from the event.